Event description:
During a laparoscopic cholecystectomy, applier in use required more pressure to close clip. Add'l pressure was applied and caused applier jaw to lock. The applier used was an endoscopic 5mm automatic ml hem-o-lok applier. No pt injury occurred. There was no add'l info reported.